Manufacturer narrative:
The device was returned for investigation. The device was decontaminated then visually inspected. Upon inspection the engineer was unable to insert the manta closure into the manta sheath; and on further observation the lever was noted as not being pulled. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, an 18f ce manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. A second 18f ce manta was opened and deployed without complication; successfully achieving hemostasis.

Manufacturer narrative:
Device has not returned for evaluation, however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: after tavi procedure, after placing the manta-sheath and removing the introducer, the manta device could not be connected with the manta-sheath. The bypass-tube got pushed back by the haemostatic valve. It was possible to push the device through with force but it was not possible to connect the device with the sheath.the involved manta got removed and the closure was done and completed with a new manta device.